Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "difficult airway, used rusch endotracheal tube. This was found to be inadequate and inferior. They are too rigid and bulky for a patient's airway and make it difficult to perform intubation. There was no reported patient injury or consequence."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "difficult airway , used rusch endotracheal tube. This was found to be inadequate and inferior. They are too rigid and bulky for a patient's airway and make it difficult to perform intubation. There was no reported patient injury or consequence."